Event description:
The customer received a result of 140mg/dl. The customer was advised by doctor to take amaryl if results were over 120mg/dl. The customer took medicagion and stated within 15minutes they felt dizzy and blacked out. When the customer came to they ate 2 plums. A request was made for the return of the suspect device and replacement product was sent.